Event description:
It was reported that the patient presented to the hospital and upon interrogation, there was no magnet response from the device, thus, the device could not be interrogated. It was noted that the patient had not been seen for regular follow up. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).